Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reports that there was a hole on the blister pack.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the complaint states: ¿the customer reports that there was a hole on the blister pack.¿ the complaint sample was returned for investigation. Upon first examination, there is no evidence that the powder has leaked into the packaging; the folds made in the powder packaging during the manufacturing process are clearly visible. When the back of the powder pouch is examined there is a hole at the bottom fold approximately 2-3mm long. The inner powder bag is not damaged. The examination of the sample confirms the complaint description. This layer of packaging is non-sterile but provides a sterile barrier to aid surgical process. The sterility of the cement powder itself will not have been compromised as the inner sterile package remains intact. The package of the inner powder bag inside the sterile barrier pouch is folded to fit into the outer foil pouch to prevent moisture reaching the powder. The fold lines will naturally be a point of weakness of the package. All cement packages are manually filled and checked, therefore if a tear was present prior to shipment it would be identified during the production process. It is likely that the damage occurred during transit and storage of the device. (B)(4) was reviewed, and this failure mode is included on line 104 (B)(4). The risk is considered ¿as low as possible¿ and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed 09 apr 19. 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.